Event description:
It was reported that the pt underwent a revision surgery to remove a broken rod. No pt complications were reported.

Manufacturer narrative:
The device was not returned to medtronic for eval. Unable to determine cause of the event.